Event description:
It was reported that the patient¿s dexcom g7 sensor expired and no replacement was available, and the family inquired about transitioning to injections and appropriate dosing; the agent advised contacting the healthcare provider for the backup insulin plan and explained blood glucose run mode if they elected to remain on the pump without starting a new sensor. No reported adverse clinical effects. Outcomes included user education on operating the pump in blood glucose run mode and direction to seek medical guidance for insulin dosing. Investigation included a customer interview and troubleshooting with education regarding sensor expiration and pump operation without a sensor. Investigation of this case revealed that the event involved sensor unavailability due to expiration and user need for guidance, with the pump functioning as designed when operated in blood glucose run mode. It was concluded, based on previously established findings for similar reports, that the cause was user circumstance related to sensor availability and routine product use without device malfunction.